Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) there was an attempt occurring to reposition device location, as initially it was placed more posterior which further reduced r wave amplitude and auto setup was failing in all vectors. The device was then manually placed a little more superior and secondary with twice gain was passing with auto setup, the amplitude was small, and the other vectors were not passing due to low r wave amplitude. The physician elected to remove this s-ICD system prior to pocket closure. A day later an implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.